Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels appeared near the probe in a bowtie shape. It was noted that the user then released the foot pedal and the blue pixels changed to green. The area of treatment did not grow rapidly after releasing the foot pedal and the power setting was not reduced. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.